Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, it was difficult to assemble a plate and an aiming block. When the surgeon tried to assemble them several times, the fixation pin was broken.

Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin was broken could be confirmed. The incoming inspection showed that the fixation pin was returned in separated condition. The stop pin has been found to be broken and also has been returned. The visual investigation reveals that the stop pin is detached from the expanding sleeve and the laser-welding seam is broken. The surface of the fracture area shows the appearance of a ductile forced rupture. The geometry of the welding seam indicates that the laser-welding seam was correctly performed. The surface of the stop bar shows friction traces and plastic deformations, resulting from a collision and friction with the stop pin. The change of the deformation rate counter clockwise reveals high torsional loads and that the collision happened during unscrewing of the stop bar. The stop bar of the screw collided several times with the stop pin and due to too high bending forces during application the stop pin broke out of the expanding sleeve. The review of the literature reveal that the application of the fixation pin is described in detail and no deviation has been found. Based on the investigation, the root cause was attributed to a user related issue. The fixation pin breakage was caused by too high forces during unscrewing of stop bar and exceedance of the end point by force. Previous sem micrograph investigation confirm that the laser-welded seam between the stop pin and expanding sleeve was broken off in low cycle fatigue mode and/ or forced rupture. Indications for material or manufacturing related issues could not be found in the investigation. Therefore no corrective action was deemed necessary at this time. The recurring issue criteria has been met. However, the review of the nc history reveals that a potential nc has been opened for the breakage of the stop pin. The nc/CAPA is still ongoing. No new nc is deemed to be necessary.

Event description:
During variax dr surgery, it was difficult to assemble a plate and an aiming block. When the surgeon tried to assemble them several times, the fixation pin was broken.